Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to an electrical short on u204 in the distribution node (dn) pca board, damaging the distribution node cover and possible damage to the ecgs. The belt was unable to communicate with the monitor, causing a service code 204. The root cause for the shorted u204 was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.